Manufacturer narrative:
Intuitive surgical, inc (isi) received the maryland bipolar forceps instrument and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed that the resin portion of the maryland bipolar forceps instrument wrist was burnt and melted. No known impact or patient consequence was reported. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if arcing occurred during the procedure. The reporter clarified the reported issue occurred on (B)(6) 2024 during the last procedure in which the instrument was utilized. There were no fragments that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.